Event description:
Manufaturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that parts from the ventilator device was used to troubleshoot another device. After the device control pcb (printed circuit board) was reinstalled and the sw was upgraded, the device generated an alarm indicating that the software options are lost. According to the connected support case, this problem occurred since the control pcb and monitoring pcb from the device was used for troubleshooting other devices. When the pc-boards were mounted again, the device had lost the option files and the device is no longer able to communicate correctly. H3 other text : 4114.

Event description:
It was reported that the ventilator's control printed circuit board failed and it was replaced. There was no patient involvement. Manufacturer's ref. #: (B)(4).